Manufacturer narrative:
At this time no conclusions can be made. The attorney alleges unspecified injuries; however no details have been provided. The cause of the patient postoperative complications cannot be determined at this time. No lot number has been provided therefore a review of the manufacturing records is not possible at this time. Information is limited. Should additional information be provided a supplemental emdr will be submitted. The actual date of event is unknown, reported as "(B)(6) 2018"; therefore, we are using (B)(6) 2018 as date of event. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol perfix plug on (B)(6) 2010. Attorney alleges patient had an unspecified injury mid 2018. As reported, the patient is making a claim for an adverse patient outcome against the perfix plug. As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."